Event description:
The case of the retained staples that ruined my life. I had a staple hemorrhoidectomy, hemorrhoidopexy in this date with dr. (B)(6) at the (B)(6) hospital. I immediately started to have excruciating pain leading on ER visit on (B)(6) 2016 and again on (B)(6) 2016. I went back to dr (B)(6) who offered no help and to my primary care physician who referred me back to dr. (B)(6). From there, I saw multiple specialists for the severe burning that I was having. Not only have I lost my ability to sit without pain but the situation forced me to lose everything. I lost a job over it, lost my retirement as I had no choice, but to cash out to avoid being homeless. I sought multiple opinions from multiple different specialists had several more surgeries to try and get rid of the pain. I went to the ER several more times in 2016 and 2017. I was in so much pain that I ended up becoming suicidal by (B)(6) 2016 and was planning on killing myself because no drs would help me, no tests showed anything wrong within the rectal area. I was in a psychiatric ward at (B)(6) for two wks from (B)(6) in agonizing pain wanting to die. By (B)(6) 2016, I was placed on neurontin which lessened the pain but I still could not sit and the pain was still so bad that I had to apply for disability. I faced being homeless but thankfully someone took me in. In (B)(6) 2017, my physical therapist (B)(6) of (B)(6) felt something inside of my rectum. I ended up having a complete hysterectomy in (B)(6) 2016 at (B)(6) for pelvic prolapse, but also hoping the pain would go away. Once that surgery was complete, I realized that the rectal pain was still an issue, so I then went to (B)(6) to gain two opinions. One dr there felt something inside of my rectum. My pcp felt it. Dr. (B)(6) who did the hysterectomy felt them, but I was turned away in agonizing pain. I became on the verge of suicide once again as I had to continue to be in agonizing pain. On (B)(6) 2017 saw dr. (B)(6)of (B)(6) who immediately wanted to do exploratory surgery. I was rushed into surgery the following week on (B)(6) 2017. At that time, dr. (B)(6) noted 3 retained staples inside of my rectum on both sides of the inside of the rectum, scar tissue associated with the procedure that had occurred 18 months earlier and removed the staples. Within 1 month my pain went from agonizing to bearable, but I still cannot sit and nerve damage of the pudendal nerve is suspected. After the surgery, dr. (B)(6) informed me that they don't even teach the staples technique anymore in colleges and told this both to me and my boyfriend more than once. Dr. (B)(6) said that hardly any drs are using the staples for the hemorrhoidectomy because of "these types of issues." Dr. (B)(6) was not willing to put that statement in writing but it was witnessed by my boyfriend and documented by my dr whom I told. Dr. (B)(6) added there was only one MFR still making the equipment. Since that time I have been fighting with (B)(6) to try and get help with a specialist familiar with these types of serious complications and have gone through hell trying to find someone. I now am on (B)(6) and am being seen by top specialists in the nation in (B)(6). I have been approved to disability and am living in (B)(6). I would estimate this cost me everything and (B)(6) a fortune. It is my understanding the FDA may be aware of problems. I beg of you please don't ever allow another person to go through what I have. I cannot find an attorney to help me because no drs are willing to write what dr. (B)(6) and apparently others within the medical community are aware of within the domain of colorectal surgery. Please help me.